Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values 2 days after the sensor was inserted in the arm. The patient felt sick, was ill, his general state of mind was affected negatively, and he was not feeling as he should. At an unknown point during the event the cgm was reading 16.0 mmol/l and the blood glucose reading was 22.0 mmol/l. The reporter stated that the patient was in general high during and undefined period but did not remember what the exact cgm reading was when the symptoms started. They ¿tried to get the blood glucose levels down,¿ even though specific treatment was not mentioned. On (B)(6) 2023 as the blood glucose level did not go down, the father drove the child to the hospital. At the hospital, the dexcom device was removed as ¿it showed incorrect numbers¿ and the ketone level was measured and was 4.5. No specific treatment was reported but the patient was admitted for 3 days for treatment of the high ketone levels. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.